Event description:
It was reported by the pt via medwatch #(B)(4) that as a result of having the product implanted, the pt has undergone corrective surgeries to repair and remove the mesh product, has experienced erosion and constant pain in her groin and tailbone area, incontinence, discomfort with urinating and bowel movements, and numbness in her left leg.